Manufacturer narrative:
The device was not returned for evaluation; however, a remote service engineer (rse) spoke to the customer and was able to confirm the error; however, the device would not remain on, so it is unknown if the speaker was able to produce sound or not. The customer requested parts only to repair the device. Based on the information available, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. A replacement speaker assembly was sent to the customer to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating that the device shows a blue alarm "speaker malfunction". It is unknown if the speaker is truly malfunctioning. The device was not in use on a patient at the time of event, there was no adverse event reported.